Event description:
The physician was placing a drainage catheter in the pt. When attempting to remove the wire guide, the distal portion of the wire broke off in the pt's kidney. The proximal portion of the wire was removed without any complications. An x-ray revealed the location of the wire in the kidney. The following day, the separated segment was successfully retrieved utilizing a snare.